Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer (lm) investigation. Please see the updates in sections: d8, g3, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer provided the following possible cause for the reported event were as follows: the legal manufacturer reported that it is assumed that the image was not displayed because the cable was damaged and the video communication could not be transmitted to the processor. The legal manufacturer reviewed the product shipment record, and noted no problem with the device. The damage to the cable is thought to be due to the handling of the user. The legal manufacturer confirmed the contents of the instruction manual at the time of shipment of the product were describe damage to the cable, and the following descriptions were and may have prevented the phenomenon. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. As a result of confirming DHR, we confirmed that there were no abnormal in manufacturing, special adoption, or unevenness.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. The customer¿s complaint of ¿can¿t see through the camera¿ was confirmed due to a faulty charge-coupled (ccd) unit. The cause of the ccd failure cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for use, the user was unable to see through the camera. There was no patient injury. The device was returned to olympus and evaluation found the charge-coupled (ccd) unit faulty. This report is being submitted to capture the reportable malfunction of the ccd failure.